Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. Added h6 component code 925. Added e1 authors. Authors: mehmet oezkur1,5*, sara reda2, heiko rühl2, nils theuerkauf3, stefan kreyer3, georg daniel duerr1,5, efstratios charitos1, miriam silaschi1, marta medina1, sebastian zimmer4, christian putensen3 & hendrik treede1,5 f6/f8 should have been left blank in the initial report. D1 and d2 corrected. D4 model number corrected. G4 PMA/510k number corrected.

Event description:
On 2024-05-02 complaints team forwarded publication out of bonn regarding 60 impella patients, 20 of which were rp, other 40 cp and 5.0. The entitled: "role of acquired von willebrand syndrome in the development of bleeding complications in patients treated with impella rp devices" detailed complications as 9 major bleed, 5 ECMO placements, 0 access site bleed, and 10 avw sydrome. Patients were those implanted from january 2019 to december 2020.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.